Event description:
Additional information received the perforation occurred in the gastric tract. This report is submitted to correct the f10 heath effect clinical code: e2114 perforation missing in the initial report and additional information received from the customer in b5.

Event description:
It was reported that during a diagnostic esophagogastroduodenoscopy procedure, the scope perforated the patient¿s colon due to poor retroflexion of the gastrointestinal videoscope during use. The procedure was stopped and the perforated site was clipped. The patient was sent to the iuc for another procedure to address the perforation. Further follow-up is currently pending.